Event description:
Customer reported that when they go to prime the motor stops. Customer also received no delivery alarm and the motor of the insulin pump froze. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.